Event description:
It was reported two days post implant that the right atrial (ra) lead exhibited high impedance. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported on same day of the ra lead high impedance warning, patient had repositioning procedure. It was noted one day post implant the right ventricular (rv) lead exhibited micro-dislodgement and undersensing. Chest x-ray showed the rv lead had pulled back and the implantable pulse generator (ipg) had dropped in the pocket. The rv lead and ipg were repositioned. During repositioning it was noted that the sucture on the ipg pulled out from the tissue had to resecured in different part of the muscle.